Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the catheter ruptured. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable".

Manufacturer narrative:
(B)(4), the reported complaint for iab "balloon abrasion causing blood to get into helium line" was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter ruptured. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable".